Event description:
The ivus catheter stopped working mid-recording - said the pim was detected manufacturer response for ivus catheter, volcano pv .035 digital ivus catheter (per site reporter). Unknown.